Event description:
The customer called the remote technical assistance center (r-tac) and reported that the display was blank and that no alarms were provided during a patient incident.

Manufacturer narrative:
The customer called the remote technical assistance center (r-tac) and reported that the display (integral to the m1205a monitor) was blank and that no alarms were provided during a patient incident. The field service engineer (fse) learned that the patient was in distress while being transported (no monitoring during transport) from the emergency department to the intensive care unit (ICU) when the monitor was turned on, it was noted that the display was blank. Users opted to use the monitor. The patient was also being monitored by a defibrillator (used during resuscitation attempts). The fse was able top obtain patient strips. The patient strips provided show that the device provided alarms appropriate for the patient events (limit violations, spo2 limit violations, arrythmia limit violations, asystole, v-fib, and apnea). The log file shows that alarms were being suspended at the bedside and silenced at the facility, during the incident timeframe. The fse replaced the display to restore proper device operation. This is being considered a malfunction of the m1205a monitor related to the failure of the display (integral to the monitor). It is not being considered that the device was a contributing factor in this incident, as the patient was already in distress during transport to the ICU, the problem with the monitor was noted at power-up, and the monitor continued to monitor and alarm as intended. No further investigation or action is warranted.